Manufacturer narrative:
The device is planned to be returned to olympus medical systems (B)(6) private limited (omsi) but has not been returned yet. According to the information reported by the user facility, the air/water channel was blocked. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
An olympus field service engineer was informed by phone from the user that the user dropped the device and the technician at the user facility found that the ultrasound transducer was physically damaged and the pink rubber on the ultrasound transducer was missing during preparation for use. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. -foreign material was attached to the forceps elevator. In addition, the probe unit was chipped. These failure modes are MDR reportable malfunctions. -water could not be supplied due to clogging of the air/water channel. -there was a burr on the air/water nozzle. -the adhesive of the bending section rubber was cracked. -the insertion tube was scratched, sticky and discolored. -the bending section rubber was worn. -the grip unit was dirty. -the universal cord was discolored and wrinkled. -the distal end was dented. -the endoscope cover was scratched. -due to the wear of the angle wire, the angulation in the vertical and horizontal directions did not meet the standard value. -due to the wear of the angle wire, the play of the up/down angulation control knob and right/left angulation control knob was out of the standard value. -water supply inspection, drainage inspection, balloon water supply inspection could not be carried out. -due to clogging of the air/water channel, the amount of water contact did not meet the standard value. -air and water could not be supplied due to a clogged the air/water channel. -due to the clogging of the balloon water tube, the amount of balloon water supply did not meet the standard value. -due to damage to the ultrasonic cable, the number of missing elements exceeded the standard value. -the balloon could not be deflated due to a clogged water suction tube. -due to damage to the acoustic lens, the insulation resistance value did not meet the standard value. -the ultrasound image was defective due to a chipped acoustic lens.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. Foreign material was adhered to the forceps elevator. The acoustic lens was damaged. The bending section rubber was damaged. It could not be determined whether the device was damaged due to stress or due to handling. Omsc reviewed the manufacturing records and confirmed that the device was shipped without any manufacturing abnormalities. From the above, it is possible that foreign material adhered to the forceps elevator and the acoustic lens was damaged due to the same causes as other damages. However, omsc could not determine whether the device was damaged due to stress, handling, or any other cause. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.